Event description:
Caller reported experiencing concern with some of the cartridges from a specific box; lot number unknown. Caller stated she experienced elevated blood glucose level up to 500 mg/dl and noticed there was a leakage in the cartridge; changed the infusion set and cartridge but issue persisted with the several other cartridges of the same box. No adverse event reported. Requested return of the alleged cartridges for evaluation: however it was indicated that the used cartridges and the box had already been thrown out.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not available to be returned.